Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer stated that the insulin pump was against the body and it had a crack. Customer's blood glucose reading at the time of the call was 189 mg/dl. No further information reported.